Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 71-year-old male patient presenting for acute myocardial infarction and cardiogenic shock. During impella support, it was noted that the patient experienced hemolysis and ventricular tachycardia when the level of support was set to p-9. The patient was subsequently administered haptoglobin to counteract the hemolysis and the level of support was lowered to p-4. Support continued with the impella pump following the intervention.